Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer report that while in use on a patient an iab optical sensor failure alarm generated and there was no waveform on the cs300 intra-aortic balloon pump (iabp). There was no injury or adverse event reported.

Manufacturer narrative:
A company service territory manager (stm) evaluated the iabp and after inspecting it and it's logs the stm could not find any alarms related to optical sensor failure and could not duplicate the event. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer report that while in use on a patient an iab optical sensor failure alarm generated and there was no waveform on the cs300 intra-aortic balloon pump (iabp). There was no injury or adverse event reported.